Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2013. The revision surgery occured because of reported patient pain. During the revision, the omni arc stem, modular neck and ceramic femoral head were removed and replaced with non-omni components.